Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down and station screen was blank. A field service engineer (fse) replaced the drawer controller board on main 2.2. A hardware function test was completed successfully, and the customer was able to access the drawer with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was completely blank and was not powered on. The user rebooted the device, but issue still persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.